Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. The pump received with cracked display window corner, scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.